Event description:
It was reported that this right atrial (ra) lead exhibited undersensing due to lead dislodgement which was confirmed through fluoroscopy and chest x-ray. The device was interrogated with surface electrocardiogram (ECG) and programmed to the most sensitive setting for ra lead however, the lead still undersensed. This ra lead was revised and to date, the lead remains in service. No additional adverse patient effects were reported.